Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 12.8mmol/l. It was stated that the customer seek medical attention. Troubleshooting was performed. It was stated that the customer has treated the high blood glucose using a correction bolus. Reviewed the history and found that the programming, time, and date were correct. Assisted the customer with rewind/prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.